Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up, an 840 ventilator's display went blank. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter pcbs and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.